Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving adequate stimulation coverage from his scs system. Consequently, surgical intervention may be taken to address the issue.

Event description:
Follow up information obtained identified the patient had his scs lead replaced with a new one.